Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (foreign objects in c-cover, connecting tube and adhesive of bending section cover or distal sheath (black covering of the bending section)) was not established. The most probable cause of the complaint (temporary image) was due to corrosion on endoscopic position detecting unit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had temporary image, foreign objects in c-cover, connecting tube and adhesive of bending section cover or distal sheath (black covering of the bending section). There was no patient involvement.